Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h10: an axios stent and electrocautery-enhanced delivery system were received for analysis. The stent was received fully covered and undeployed while the delivery system was received in its original position with the retainer clip. Visual inspection found the outer sheath bent in the distal section. During functional inspection, the catheter lock was unlocked by sliding it to the right and then the catheter control hub was moved up and down. The catheter was able to advance through the luer without resistance and the stent hub was moved down to the second and fourth position. The stent was able to be deployed without any problems. No other problems were noted with the stent and delivery system. The reported event of stent partially deployed was not confirmed because the stent was able to be deployed during functional inspection. It is most likely that procedural factors such as lesion characteristics, handling of the device, and the technique used by the physician (force applied) resulted in the observed event of outer sheath bent. A product labeling review identified that the device was used per the instructions for use (IFU) / product label. Additionally, stent partially deployed is noted within the IFU as a potential adverse event associated with the use of the device. There is no indication of what the customer reported because the stent was received fully covered and undeployed and deployment of the stent was also performed without any problems during functional inspection. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2023-06745 and 3005099803-2023-06746 for the associated device information. It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was used for common bile duct drainage during a therapeutic endoscopic ultrasound (eus) procedure performed on (B)(6) 2023. During the procedure, a 10mm x 10mm axios stent's first flange failed to deploy (the subject of MFR. Report # 3005099803-2023-06745). Subsequently, a 6mm x 8mm axios stent (the subject of this report) was used; however, the same problem occurred. Both axios stents were partially deployed on the delivery system when they were removed from the patient. The procedure was canceled due to the complex technique of the procedure and the number of punctures was limited. There were no patient complications reported as a result of this event.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2023-06745. For the associated device information. It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was used for common bile duct drainage during a therapeutic endoscopic ultrasound (eus) procedure performed on (B)(6) 2023. During the procedure, a 10mm x 10mm axios stent's first flange failed to deploy (the subject of MFR. Report # 3005099803-2023-06745). Subsequently, a 6mm x 8mm axios stent (the subject of this report) was used; however, the same problem occurred. Both axios stents were partially deployed on the delivery system when they were removed from the patient. The procedure was canceled due to the complex technique of the procedure and the number of punctures was limited. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.